Event description:
It was reported that during implant, the right ventricular lead exhibited impedance out of range and loss of ventricular capture. The lead was not implanted and physician elects to use another lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis was normal. No anomaly was found.